Event description:
The service report shows that during a function test the audible alarm failed to activate as expected. The nellcor puritan-bennett field service technician reseated the electrical connections to the alarm. The unit passed extended self testing. No parts were replaced. This report is not an admission by nellcor-puritan bennett that this device caused or contributed to the event alleged in this report.